Event description:
End user reports that when testing with cell 16 (m- n+) of albacyte® reagent red blood cells for antibody identification (16-cell) product z473u lot v251770 expiry 10oct22, two positive reaction was observed with grifols anti-m (reaction grade 4+).

Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Our investigation has replicated the findings of the end user however the complaint is not upheld as the donor is m negative; the reactivity observed is due reactivity of henschaw antigen reacting with the anti-m cell line 2514e6 as detailed in the reagent IFU. Alba biosicence reference number of this file is (B)(4).